Event description:
On (B)(6) 2010, pt reported there was insulin in the cartridge compartment of her infusion device. Pt believed there was a leak in the insulin cartridge. Pt no longer had the insulin cartridge and was unable to confirm if there was visible damage. Pt was able to clean the cartridge compartment with a q-tip and there was no more insulin inside the infusion device. Pt noticed the leaked insulin when she was changing the cartridge, and pt resumed normal operation after drying the cartridge chamber. No product was available to return for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Method and results: no product will be returned for eval.